Event description:
Hcp reported explant of catheter related to "occlusion". The device was not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.